Manufacturer narrative:
The reported failure "pump stop & error message" occured during treatment. The device was able to meet its specifications and was directly involved in the incident. Thus the failure could not be confirmed. According to the service report 43378324 dated on 2020-07-08 a getinge service technician could not duplicate the failure. When the error message occured and the pump stopped the clinical operator was able to clear the message and the treatment was continued. The device was used on the patient until (B)(6) 2020. The device was investigated on 2020-07-08. The boards and the battery area of the rotaflow console were visually inspected. No mistakes were found. The rotaflow drive was visually inspected. All areas visually appeared normal. The cooling fan worked fine. The device ran on a fluid test for one hour. No error message occured and the device worked normally. The failure could not be confirmed. The device was cleared for clinical use. Since the error is not reproducible and the device is already back in use, no further investigation could be necessary. Therefore no most probable root cause could be determined. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Customer reported that pump had stopped and received an error message on the screen. This had occurred over a weekend and the clinical operator was able to clear the message and continue therapy on the patient. Complain ID: (B)(4).